Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3093-28, lot# v867749, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v867749, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient had success with device during the trial but had not had a therapeutic benefit since implant. It was noted that the patient had had stimulation off for a number of months now due to it causing them pain in their pelvis and feeling stimulation in their bowels. The patient had tried all 4 available programs and none had helped. Additional information received reported that the patient had their device inserted for spastic bladder on (B)(6) 2012. It never worked and instead stimulated the patient¿s bowel which was already overstimulated. At the patient¿s health care provider¿s (hcp¿s) office it was ascertained that it was placed at s4 instead of s3, thus accounting for the patient¿s problems and this was confirmed by the manufacturer representative. It was noted that the patient needed to have their problem dealt with and the time of discovery was only one month or so ago. Additional information received reported that the manufacturer representative was not familiar with the hcp or the patient.